Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a blood leak noted in the interface of the dialyzer. The blood leak was noted by visual observation with an estimated blood loss of 30ml. The patient was performing hemodialysis therapy in the renal clinic. After the reported event, the patient resumed the treatment with a new dialyzer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.